Event description:
It was reported: "on the first use of the needle driver by the surgeon, the driver had broken. The usage of the needle driver was absolutely correct and was pressed by the surgeon only with his hand without excessive strength. To be able to go on with the surgery a (non-integra) button for perfusion was used as a needle driver. During the last needle's insertion, the button used as needle driver also failed and the surgeon's assistant, who inserted the needle, was injured. The patient presents a high risk patient regarding infection and the surgeon's assistant had to follow all the procedures to minimize the risk of infection. There ws no reported injury to patient." On (B)(6) 2014 additional information was provided by the company representative who was present at the surgery. " the surgery time was increased maybe 2-3 minutes as the assistant was injured by the (non-integra) needle. Longer time of surgery due to the time needed to check if the assistant was injured and start the adequate procedure. The surgeon has then to finish the surgery without assistant. What is the button used as needle drive that also failed and injured the assistant? Please confirm this button is not an integra device. As the integra button was broken, a second button was not provided. The surgeon had to use a non-integra button, not designed for this use. How was the assistant injured? Where on their body? What is the current condition? On the last use of th needle, the assistant was injured during the insertion of the needle, when he had to press on the button. The button broke and was injured at the finger. Was the device discarded? This was a single use device and was discarded."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.